Event description:
Dr was performing a stone fragmentation, and when he removed the probe from the urethra he noticed metal particles inside the pt. He irrigated the pt extensively and for a substantial period of time and got most of the particles out, but believes there is a small amount left. Dr did not schedule another procedure to remove the remnants. There was no adverse effect on pt; procedure was completed and pt condition post-op was good. Hospital reported that they reused these single-use items.